Event description:
It was reported a device related thrombus occurred. In (B)(6) 2023, a left atrial appendage (laa) closure procedure was performed using a watchman flx laa closure device with delivery system (wds). Dual anti platelet therapy was discontinued for five (5) days in (B)(6) 2023 in preparation for a pacemaker implant procedure. Prior to the start of the pacemaker implant procedure, transesophageal echocardiogram (tee) revealed a thrombus on the surface of the closure device. The patient was instructed to resume oral anticoagulant medication in response to the thrombus.

Manufacturer narrative:
B3: date of event - aware date of (B)(6) 2023 used as event date is unknown.